Event description:
The lead was explanted due to a report of j retention wire fracture with protrusion through the outer polyurethane insulation. The physician indicated a hematoma associated with the event. Explant method: intravascular, superior. Technique/tools: direct traction. Complications listed above. Device analysis is provided.